Event description:
Pt was revised to address pain. It was reported that the joint was overstuffed.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required to review the device history records and search the complaint database was not provided. Provided info states the joint was over stuffed. The investigation could not draw any conclusions about the reported event. Based on the investigation and the info available, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.